Manufacturer narrative:
No information was provided. Device lot # not provided. Initial reporter's name and email address was not provided. Initial reporter occupation was not provided. Device lot # not provided, therefore manufacture date is unknown. The product was not returned for evaluation. Without the sample and lot number, 3m was unable to determine whether this product was produced before or after corrective action implementation. Based on information provided by the customer the possible cause of leak is over pressurization of unit. The exact root cause could not be identified without information on the pump type and pressurization technique used at facility. The product IFU states the following: caution · do not exceed 300 mmhg pressure. 3m is attempting to gather additional information. 3m will continue to monitor.

Event description:
A hospital employee in (B)(6) alleged that a 3m¿ ranger ¿ high flow fluid warming set (model 24365) leaked blood from the bubble trap. The employee alleged the leak occurred while pumping during a blood transfusion. Type of pump used was not specified. Further device usage details were not provided. No patient or staff injury was alleged.